Manufacturer narrative:
Investigation results: five open 5ml packaged syringes were received by bd (B)(4) and confirmed to be from batch #7268934 (p/n 309646). The samples were visually evaluated, slight visibility of silicone was observed on the stopper and/or roof of the barrel of the samples. The amount of silicone observed was a normal and expected amount for this product per product specification. A device history record (DHR) review for batch 7268934 (p/n 309646) was performed, all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Silicone weight testing was performed as per requirement with all test results within acceptable range per product specification. Batch 7268934 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Bd (B)(4) was not able to duplicate or confirm the customer's indicated failure. CAPA is not required as no defects were confirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was an ¿oily substance¿ found on the rubber stopper of a 5 ml bd luer-lok¿ syringe sterile, single use. There was no report of injury or medical intervention.